Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip split open when coming into contact with the patient's skin. The following information was provided by the initial reporter, translated from spanish: "after verification of the catheter, rotation of the bevel and observing the catheter in adequate conditions, the patient is punctured, the bevel enters and when the catheter comes into contact with the patient's skin, it "blooms", then the catheter is removed".

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip split open when coming into contact with the patient's skin. The following information was provided by the initial reporter, translated from spanish: "after verification of the catheter, rotation of the bevel and observing the catheter in adequate conditions, the patient is punctured, the bevel enters and when the catheter comes into contact with the patient's skin, it "blooms", then the catheter is removed."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed a 18gx1.16in insyte autoguard device from lot 2020822 with catheter tip damage. There is a slight angle on the tip giving it a v-shape. On image 2, the unit shows the same defect with one side of the catheter longer than the other side. The reported issue was confirmed. As the defect was observed after venipuncture, this indicates the defect likely occurred during use. The photographs do not display clear evidence to confirm that the needle pierced through the catheter wall. H3 other text : see h10.